Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine generator changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were observed. Defibrillation testing was performed and successful. The patient condition was stable. The patient will be followed normally.